Manufacturer narrative:
No lot number information was supplied; therefore, no review of the manufacturing paperwork could be performed. The device remained implanted; consequently, a direct product analysis was not possible.

Event description:
On an unknown date, an atrium stent was place inside a gore® viabahn® endoprosthesis in a tight curve in an aneurysm. It was reported to gore that on an unknown date, the patient presented with an endoleak. It was observed that the atrium steel strut had punctured the gore® viabahn® endoprosthesis. Another atrium stent was successfully used to straighten out the curve.